Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent excision of a posterior apical vaginal mesh exposure on (B)(6) 2011 due to vaginal mesh exposure. It was reported that patient underwent robotic assisted total hysterectomy, and mesh excision on (B)(6) due to recurrent vaginal mesh erosion. It was reported that patient underwent vaginal approach to excision of eroded vaginal mesh on (B)(6) 2014 due to vaginal mesh erosion. No additional information was provided.